Event description:
It was reported that during a revision acl reconstruction, a bio-composite interference screw ((B)(4)) was placed into the existing bone tunnel to act as bone filling. The flipcutter was then used for the preparation of the new bone tunnel. During drilling, the tip of the flipcutter hit the screw which caused the flipcutter tip to break off and the shaft to become mangled. The flipcutter was removed from the patient and a grasper was used to remove the visible fragments. The bone tunnel preparation was then completed by using a reamer; the reconstruction of the acl was completed as expected. Prior to ending the case, the surgeon took an x-ray of the patient's knee, at that time a small particle of metal was seen in the x-ray. The surgeon then made an attempt to locate the fragment through the scope but was unable to do so. An anteroposterior x-ray was then taken, and it was determined that the fragment was embedded in the bone tunnel. The surgeon opted to leave the fragment un-retrieved. The original acl reconstruction was reported to have been performed approximately ten years ago by a different surgeon.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.